Manufacturer narrative:
The results of the investigation concluded that the leakage was caused by the defective filter. This problem is being retrospectively reported to the FDA after a curlin risk analysis conducted 06/04/07 and a review of complaints. No pt injury.

Event description:
A user complained that a curlin adminstration set was leaking from the filter. There was no pt injury.